Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was a failure noted in the temperature module (pa-01335) of the perfusion system per end user. The device was not changed out, as the user removed and reconnected to the nic board or shut down the full system and rebooted a few minutes later from the initial boot-up. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.

Manufacturer narrative:
This complaint is related to the following MDR #s: 1828100-2014-00431, 1828100-2014-00432, 1828100-2014-00390, 1828100-2014-00385, 1828100-2014-00433, 1828100-2014-00434, 1828100-2014-00476, 1828100-2013-01150. The software data log was returned to the manufacturer on 05/02/2014 for further evaluation.